Manufacturer narrative:
A brand name, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via social media that a tampon pledget was stuck inside her vaginal cavity for a week. She was unable to remove the pledget on her own. She went to the ER for removal and was diagnosed with a pelvic infection. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, diagnoses, and medical treatments received. No further information has been received.